Event description:
It was reported that during a hepatic angioplasty treatment procedure, the balloon ruptured and lesion access was lost. The customer stated that, "there were multiple lesions in the artery and they were inflating one after the other and during the 2nd or 3rd inflation, the balloon bursted and the procedure was disrupted due to it." It was further reported that the lesion being treated was a non-calcified, but 100% stenotic, de novo lesion located in the ostium of the right hepatic vein. The balloon was inflated twice, to 6 atms and 8 atms respectively. The balloon was removed from the patient in an intact state, but once the physician withdrew the balloon catheter, he failed to regain wire access and the case was discontinued. Patient condition is reported as "okay." At this time, no additional intervention is planned for this patient. The patient was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.